Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous decreased blood glucose (bg) of 46-47 mg/dl which was addressed with the customer consuming juice. The customer did call emergency services to monitor the customer but did not require extra treatment. The cause for bg levels was due to the customer re-adjusting to pump therapy as the customer had taken pump break.